Event description:
It was reported that the patient experienced pump erosion through the scrotum with an ambicor penile prosthesis (app). A surgical procedure was performed in which the existing app was removed and a new tactra device was implanted. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis. The reported allegations of migration and erosion are known risks associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced pump erosion through the scrotum with an ambicor penile prosthesis (app). A surgical procedure was performed in which the existing app was removed and a new tactra device was implanted. There were no further patient complications.